Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's email not provided/unknown.

Event description:
It was reported that the abutment screw (iunihg) loosened. The screw was changed.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified some light damage on the head of the screw, but no other signs of significant wear, damage, or deformation. The product was returned with no evidence of a malfunction, no x-rays or images were provided of the loosened screw. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16 information identified: torque matrix - internal connection. It was reported that the screw loosening in the patient's mouth. The reported event is non-verifiable. No x-rays or images were provided of the loosened screw, and a loosening event cannot be effectively verified or tested in-house due to the nature of the event. A root cause for this complaint could not be determined. The following sections have been updated: device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.